Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary drainage procedure in the bile duct of a patient (patient age, sex, weight and event date are unknown). During the procedure, as the guide catheter was retracted for stent deployment, the suture broke. The stent was retrieved with a snare. The procedure was successfully completed another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary drainage procedure in the bile duct of a patient (patient age, sex, weight and event date are unknown). During the procedure, as the guide catheter was retracted for stent deployment the suture broke. The stent was retrieved with a snare. The procedure was successfully completed another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary drainage procedure in the bile duct of a patient (patient age, sex, weight and event date are unknown). During the procedure, as the guide catheter was retracted for stent deployment the suture broke. The stent was retrieved with a snare. The procedure was successfully completed another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. On (B)(6), 2010, it was reported the stent deployed at the incorrect location as a result of the broken suture string and not prematurely deployed as previously reported.

Manufacturer narrative:
Device evaluation: a visual evaluation of the returned device revealed that the push catheter was kinked close to the proximal end. The suture hole was torn. The suture was not intact as the end of the push catheter and not returned. The guide catheter was not stretched or broken. The distal end of the guide catheter was kinked/bent with a suture impression. The stent did not have any damage. During a functional evaluation of the device the guide catheter was removed from the push catheter, and the guide catheter inadvertently stretched. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. (B)(4) no code available (therapy/non-surgical treatment, additional). (B)(4). The device has been received; however, the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary drainage procedure in the bile duct of a patient (patient age, sex, weight and event date are unknown). During the procedure, as the guide catheter was retracted for stent deployment the suture broke. The stent was retrieved with a snare. The procedure was successfully completed another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary drainage procedure in the bile duct of a patient (patient age, sex, weight and event date are unknown). During the procedure, as the guide catheter was retracted for stent deployment the suture broke. The stent was retrieved with a snare. The procedure was successfully completed another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. On (B)(6), 2010, it was reported the stent deployed at the incorrect location as a result of the broken suture string and not prematurely deployed as previously reported. After further review of this event, it has been determined that this is not a FDA reportable event. The removable plastic flexima biliary stent has a suture to hold the stent to the delivery system during the deployment process. The suture allows the stent to be pulled back or repositioned before deployment. If the suture is broken during deployment and the stent is deployed at an incorrect position, the user would remove the stent and another device would be needed to complete the procedure. The physician removed the stent with a snare and replaced it with another plastic biliary stent. There was no patient injury. According to the hha, the suture break issues is unlikely to result in a serious injury or death if the malfunction were to recur. Therefore, this event is no longer considered reportable.